Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle was intact. The device was received with the capsule partially opened. The capsule could not be successfully retracted using either the deployment knob, or by using the trigger. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A buckle was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule and the nitinol reinforcing frame had a break. The device was returned with the end cap/screw gear snap fit connected. Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Delamination was observed on the dcs capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The capsule frame appeared buckled at the proximal end of the capsule, which confirmed the reported event. There was no other evidence of damage observed on the dcs. The reported event indicates that the valve was recaptured twice due to the valve trending deep. The valve position was confirmed by the provided procedural images, but the recapture could not be confirmed. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, it was reported that forward pressure was applied to the dcs in an attempt to push the valve a little lower on the non-coronary cusp (ncc). The evolutr system instructions for use (IFU) instructs "do not force passage". Persistent force on the catheter can cause damage to the catheter. The forward pressure applied to the dcs may have caused or contributed to the capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was confirmed while on loading table and under fluoroscopy. There was no resistance with the loading. During the implant, there was no difficulty inserting the delivery catheter system (dcs) into the access site. The abdominal aorta was calcified with circumferential calcium but a large caliber. The valve was deployed to approximately 80% and assessed by angiogram and transesophageal echocardiogram (toe). The height was acceptable based on the angiogram. However, per toe the valve appeared a little high with a couple of inflow crowns above the non-coronary cusp (ncc). Forward pressure was applied to the delivery catheter system (dcs) in an attempt to push the valve a little lower on the ncc. Via toe, the valve still seemed high. As a result, the valve was partially recaptured and redeployed while pacing through the guidewire which resulted with a position at approximately the same height. The valve was completely recaptured and with an attempted lower placement. At this point, there was bunching and buckling of the proximal end of the dcs capsule. The valve was captured as much as possible. When in the descending aorta the valve deployed just enough to smooth out the proximal end of the dcs capsule as much as possible to allow for as safe a removal from the patient as possible. The dcs and valve were removed. A new dcs and valve were used with a successful valve implant. No adverse patient effects were reported.